Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement.

Manufacturer narrative:
MFR received date: 23oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the airflow sensor printed circuit board assembly created the air /o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.